Event description:
It was reported that the patent presented with near syncope symptoms. It was discovered the patients right ventricular (rv) lead had no capture and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).